Event description:
It was reported that the patient's device "shocked" her and she found out the "leads were messed up." The patient's system was replaced and it was much better. The patient stated the new device was wonderful and she was getting back to being able to eat.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the muscle near the patient's stomach would ¿jump¿ when they were stimulated.

Event description:
Additional information received from the patient reported that she had symptoms of her stomach jumping and it occurred from 2010 until her implantable neurostimulator (ins) was changed in 2012. However, it did not hurt when it jumped. The patient reported that they said it was defective. The patient was told that her inss should last five to ten years and they all kept dying. She had two to three inss back to back.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from a healthcare provider reported that the implantable neurostimulator (ins) was removed due to normal battery depletion and there was no patient injury. As it was previously reported that the ins battery life did not appear to meet the patient's expectations, it was unclear if battery depletion was normal or not.

Event description:
Additional information received from the patient reported they received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. The patient indicated they talked with a manufacturer¿s representative on the phone.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery had reached normal end of life with no telemetry and no output. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.